Event description:
The pt underwent an elective carotid angiogram in 2000. Access was through the right groin. The physician successfully closed the arteriotomy with a 6 fr perclose device that the perclose co rep suspects to be the closer tsl 6 french device. Antibiotics were not administered at the time of the procedure. On 4/24/2000, the pt presented with a fever of 104 f, an elevated white blood count and a swollen right inguinal region. The pt also had positive blood cultures and a 2cm pseudoaneurysm was shown using ultrasound. The pt was taken to surgery and the pseudoaneurysm was resected with a vein patch. The external iliac to the superficial femoral artery was found to be inflamed. The stitch from the closure device was removed and a muscle flap was brought into the wound site. The pt's fever decreased, the wbc count resolved and the blood cultures became negative 4 days after the surgery. The pt was discharged about 5/3/2000. Six weeks prior to this procedure, the pt underwent a diagnostic coronary angiogram through the right groin that was uneventfully concluded.